Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako medial pka case at (B)(6) private hospital (B)(6), when checking the checkpoint before burring the femur, the error was in the yellow range (i.e. Above 1 mm). We troubleshot this error and found out that the registration was off, due to loose bone pins in the femur. It should be noted that this surgeon uses stryker navigation pins (150 and 100 mm in length by 3.2 mm in diameter) instead of mako pins (4 mm in diameter), and that he normally does not use array stabilizers. The surgeon removed the two femoral pins and then drilled them back in two slightly different spots, this time using the tibia array stabilizer, because he could not fit the femur array stabilizer in the two pin incisions. We then recaptured landmarks, checkpoint and registration, and then repeated the graph balancing, cartilage mapping and tracking check. Then, when checking the checkpoint before burring the femur, we obtained again an error above the threshold. To troubleshoot this issue, we checked again the registration using the blue probe. Interestingly, when the surgeon was holding the blue probe steady on bone, the software was showing highly variable error values on screen, ranging from green (low error) to white (high error), even if the probe was not moving. Not being sure about the accuracy of the registration, we decided to clear and recapture all registrations again (including tibia this time), after tightening all array screws. Then, we repeated the graph balancing, cartilage mapping and tracking check. At the third go, we obtained again a high error on the femur checkpoint before burring. At this point, the surgeon decided to slightly move the green probe in order to pass the check, and moved on with burring the femur. The high checkpoint error presented itself again before burring the tibia. Again, the surgeon decided to pass the check by slightly moving the green probe in the checkpoint. At the end of the case, the position of the final implants were checked using the green probe. The tibia implant was positioned according to plan, whereas the femur implant looked more flexed than planned: the distal aspect was more proud than the plan by about 5 mm, whereas the posterior aspect was deeper than the plan by about 5 mm. Given the multiple accuracy errors observed during the case, I cannot tell if the measurements on screen taken using the green probe reflected the positions of the actual implants. The surgeon commented saying that "the implant doesn't look so off" (as the visual check using the green probe suggested). Further to this description, I'd like to include some considerations: this specific system (i.e. Robot, camera and guidance module) has had some issues in the last month (reported in two previous product investigations raised by myself). This surgeon is quite experienced with this procedure, and his comment to me at the end of the case was: "(B)(6), I know you wanna say this was my fault (meaning that pins were not properly fixed in bone), but you should get this (i.e the mako system) checked.". Therefore, the surgeon felt that the issue was not due to suboptimal bone pin fixation, but to the mako system. The high variability of the bone registration error displayed on screen when the blue probe was held steady on bone is unusual, and may indicate an issue with the camera module. There was a surgical delay of approximately 45 min, due to the repeated registrations and checks.

Manufacturer narrative:
Reported event: an event regarding failed checkpoints while using stryker navigation bone pins involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 399 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed checkpoints while using stryker navigation bone pins. There were no other reported event for the listed catalog number. Conclusion: the product inspection was not completed because the complaint regarded off-label use of the mako robot. The surgeon used stryker navigation bone pins instead of the mako bone pins. Stryker navigation bone pins are not on label for the mako robotic procedure. The surgeon stated to have moved the probe off the designated bone checkpoint in a way to pass the failing checkpoint value, which per the partial knee user guide (pn 206388 rev03) page 84-85, should not be performed.

Event description:
During a mako medial pka case at (B)(6) hospital, when checking the checkpoint before burring the femur, the error was in the yellow range (i.e. Above 1 mm). We troubleshot this error and found out that the registration was off, due to loose bone pins in the femur. It should be noted that this surgeon uses stryker navigation pins (150 and 100 mm in length by 3.2 mm in diameter) instead of mako pins (4 mm in diameter), and that he normally does not use array stabilizers. The surgeon removed the two femoral pins and then drilled them back in two slightly different spots, this time using the tibia array stabilizer, because he could not fit the femur array stabilizer in the two pin incisions. We then recaptured landmarks, checkpoint and registration, and then repeated the graph balancing, cartilage mapping and tracking check. Then, when checking the checkpoint before burring the femur, we obtained again an error above the threshold. To troubleshoot this issue, we checked again the registration using the blue probe. Interestingly, when the surgeon was holding the blue probe steady on bone, the software was showing highly variable error values on screen, ranging from green (low error) to white (high error), even if the probe was not moving. Not being sure about the accuracy of the registration, we decided to clear and recapture all registrations again (including tibia this time), after tightening all array screws. Then, we repeated the graph balancing, cartilage mapping and tracking check. At the third go, we obtained again a high error on the femur checkpoint before burring. At this point, the surgeon decided to slightly move the green probe in order to pass the check, and moved on with burring the femur. The high checkpoint error presented itself again before burring the tibia. Again, the surgeon decided to pass the check by slightly moving the green probe in the checkpoint. At the end of the case, the position of the final implants were checked using the green probe. The tibia implant was positioned according to plan, whereas the femur implant looked more flexed than planned: the distal aspect was more proud than the plan by about 5 mm, whereas the posterior aspect was deeper than the plan by about 5 mm. Given the multiple accuracy errors observed during the case, I cannot tell if the measurements on screen taken using the green probe reflected the positions of the actual implants. The surgeon commented saying that "the implant doesn't look so off" (as the visual check using the green probe suggested). Further to this description, I'd like to include some considerations: this specific system (i.e. Robot, camera and guidance module) has had some issues in the last month (reported in two previous product investigations raised by myself). This surgeon is quite experienced with this procedure, and his comment to me at the end of the case was: "(B)(6), I know you wanna say this was my fault (meaning that pins were not properly fixed in bone), but you should get this (i.e the mako system) checked.". Therefore, the surgeon felt that the issue was not due to suboptimal bone pin fixation, but to the mako system. The high variability of the bone registration error displayed on screen when the blue probe was held steady on bone is unusual, and may indicate an issue with the camera module. There was a surgical delay of approximately 45 min, due to the repeated registrations and checks.